Manufacturer narrative:
In the event that additional information is received a follow-up report will be submitted. At this time, the suspected device/component has been received by carefusion but the evaluation has not been completed. (B)(4).

Event description:
The customer stated that during patient use the ventilator alarmed ventilator inoperable. The customer reported that the ventilator was switched out and there was no patient harm.

Manufacturer narrative:
Results of investigation: the avea gas delivered engine (gde) was returned to carefusion¿s failure analysis laboratory. An investigation was performed and the reported issue could not be duplicated. No root cause could be identified.